Manufacturer narrative:
The olympus device was returned for inspection and the customer¿s allegation was confirmed. In addition, the reportable malfunction(s) noted in the event description were observed. During inspection the following issues were also noted; the grip had a scratch, the switch box had a scratch, the suction cylinder had no color, the scope cover had a crack, the plug unit had a stain, due to a cut on the angle wire, the bending section could not be bent in the left direction, the plastic distal end cover was deformed and showed evidence of a third party repair, the objective lens was scratched, the light guide lens had a crack, the light guide lens showed evidence of a third party repair, the adhesive on the bending section cover was detached and the bending section cover showed evidence of a third party repair, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope's bowden cable was broken. The device was returned for evaluation. During the device evaluation, the light guide lens, jet tube, air/water cylinder and air/water tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted for the reportable malfunction(s) found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in air/water cylinder, air/water channel, sub-water channel, and the light guide lens could not be identified and a definitive root cause of the issues could not be determined, as there was no deformation observed that might result in the retention of foreign material and, based on the information reported, it could not be determined if the facility device reprocessing was performed in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.